Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report two failed battery test alarms. The customer also reported past after battery change alarms and external ram crc error alarms. The customer's blood glucose level was unknown, but stated it was low. The customer declined to troubleshoot or to receive a replacement device because she wanted to buy a new insulin pump.